Manufacturer narrative:
The investigation conducted by field service engineering found that system error code 20008 experienced by the customer as well as system error code 21008 in the system log. The field service engineer concluded that the system error codes 20008 and 21008 were associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. The 20008, and 21008 system error codes appeared when the da vinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci in a recoverable safe state. The ecm was returned to isi for failure analysis investigation. Engineering evaluation found that the potentiometer gear had malfunctioned, thus generating the system errors experienced by the customer. As of (B)(6) 2010 there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostatectomy procedure, the site experienced a system error code 20008. With the assistance of an isi technical support engineer, the site undocked the endoscopic camera arm (ecm) and exercised the axis, however, the fault returned after pressing the override button. The site then powered down and exercised the ecm but the system error code occurred again after homing the system. The site attempted to troubleshoot a third time without success. The procedure had been underway for approximately an hour when the surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.